Manufacturer narrative:
Corrected data: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was repositioned but that did not resolve the problem. In a separate surgery the lens was exchanged with a longer lens and the problem was resolved. The cause of the event is unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge tube. Visual inspection found the lens optic and haptic deformed. Dimensional inspections found the lens to be within specifications. Claim: (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. The lens was repositioned but did not resolve the problem. The lens was exchanged with a longer length lens and the problem resolved.